Event description:
It was reported that the ilet pump screen was cracked, confirmed by a photo provided by the user, and a replacement device was arranged. Symptoms included no adverse effects, and blood glucose control was reported as not impacted. Outcomes included device replacement and instructions to return the original device, sync data, shut down the unit, and restart with standard setup. Investigation included customer follow-up, verification of serial number and shipping address, review of user-provided evidence, and shipment tracking for the returned device. Investigation of this device revealed external physical damage to the device¿s display component consistent with a cracked screen, with no functional impact on glucose management reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.